Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient insert the infusion set without removing the needle guard event on (B)(6) 2024. Patient changed supplies as necessary and resumed insulin therapy. No further information available.